Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging "due to customer several complete system failure." No further information was provided. Customer technical support followed up with the reporter for clarification, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box and cgm history did not show any activity outside normal use. A test transmitter was successfully paired with the pump. The blood glucose (bg) value was set to 120mg/dl twice within a 2 hour period; both bg calibration requests were entered successfully. The pump and transmitter ran overnight with a steady reading of 115mg/dl within +/-20%. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Test boluses were successfully performed and were accurately recorded in the pump histories. The pump cover was removed and no internal defects were found. The system was found to be operating within required specifications; the complaint of a ¿complete system failure¿ could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.